Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on "an unknown" (B)(6) 2018 the customer¿s blood glucose level was 386 mg/dl and 286 mg/dl at the time of incident. The customer was treated in the hospital. The customer declined to provide the weight. The insulin pump will not be returned for analysis.